Manufacturer narrative:
Visual inspection performed by r&d project manager bone residual on the stem; femoral neck scratched due to head removal.

Manufacturer narrative:
Batch review performed on 7 october 2019: lot 156243: (B)(4) items manufactured and released on 6 april 2016 . Expiration date: 2021-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision surgery performed 2 years after cementless total hip arthroplasty. No information concerning patient age, gender, activity level and health status is available. Radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 1 year and 11 months from the primary due to non osseointegration of the stem (stem mobilization). The surgeon removed the stem manually and replace it. The surgery was completed successfully.